Event description:
It was reported that the patient experienced no stimulation sensation. The loss of stimulation started about 2 weeks ago. Impedance measurements were normal except for any combination with electrode 4 was greater than 4,000 ohms. Further information is being requested from the hcp.